Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor vacuum" (aspiration issue). A surgeon reported having poor vacuum in vitrectomy mode. The issue was resolved and the case was completed without delay or patient impact.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specification. (B)(4).